Manufacturer narrative:
Additional information was received on 26-oct-2025. The physician¿s opinion on the cause of this adverse event was that it is unknown what caused the event at what timing. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital. No relevant tests nor laboratory data. No other relevant history nor preexisting condition. No sheath or catheters exchanges occurred. No transseptal puncture was performed during the procedure. In addition, previously reported there were abnormalities during use of the product; however, response clarified that no product abnormalities were observed during use, it was an error. The response also provided the patient¿s age, sex, gender and weight. Therefore, updated the corresponding fields under a. Patient information. The investigation was completed on 08-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31583941m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc cardiac ablation procedure with a decanav and suffered a cardiac tamponade and after treatment, the patient was transferred to the intensive care unit (ICU). During mapping with the decanav catheter, a cardiac tamponade was detected. The cause and timing were unknown. After the treatment for the issue, the patient was transferred to the ICU. The patient¿s condition is unknown. The physician¿s assessment regarding health hazard was not not-serious (moderate/mild). No extension of hospitalization. The physician's comment on the relationship between the event and the product was that it was not known which catheter caused the event at what timing. No abnormalities observed prior use of the product, but there were abnormalities during use of the product. Although the ablation catheter was opened, ablation was not performed. Additional information was received on 11-sep-2025. The patient did not require cardiac surgery. Additional information was received on 19-sep-2025. No issue/failure was reported on navistar rmt thermocool. Additional clarification has been requested for this complaint. However, no further information has been made available.